Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.5x20mm promus premier stent was implanted in the lesion and a 3.75mm x 12mm nc emerge® balloon catheter was advanced for post dilation of the recently implanted stent. The balloon was inflated for 11 seconds at 12 atmospheres on the first inflation and for 12 seconds at 16 atmospheres on the second inflation however after the proximal side of the implanted stent was dilated, the balloon ruptured at 20 atmospheres on the third inflation after being inflated for 11 seconds. No anomalies were noted on the blood flow and no other problems were noted on intravascular ultrasound (ivus). The device was completely removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Returned product consisted of a nc emerge balloon. There was blood in the inflation lumen and balloon. Microscopic examination revealed that 4mm of the outer shaft was inflated and burst proximal of the proximal balloon bond. Microscopic examination presented no damage or irregularities in the balloon material. The balloon was loosely folded. Microscopic examination presented no damage or irregularities to the markerbands. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred.the 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.5x20mm promus premier stent was implanted in the lesion and a 3.75mm x 12mm nc emerge balloon catheter was advanced for post dilation of the recently implanted stent. The balloon was inflated for 11 seconds at 12 atmospheres on the first inflation and for 12 seconds at 16 atmospheres on the second inflation however after the proximal side of the implanted stent was dilated, the balloon ruptured at 20 atmospheres on the third inflation after being inflated for 11 seconds. No anomalies were noted on the blood flow and no other problems were noted on intravascular ultrasound (ivus). The device was completely removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was good.